Event description:
The customer reports that a day after a laparoscopic abdominal procedure it was discovered that the pt had a massive electrical wound, well away from the surgery site, located on the bowel. The pt subsequently expired. The exact power settings were not known at this time, but they thought they were in the range of 30/30. The customer indicated that the unit was checked for proper output power prior to the surgery and was found to function properly. The customer is not alleging a malfunction. The associated products include a conmed monopolar laparoscopic scissor and a valleylab return electrode.

Manufacturer narrative:
The returned generator was found to have high out-of-specification frequency leakage, from the pt return to ground in the fulgurate and spray modes. It cannot be determined if the high leakage caused or contributed to incident. The leakage circuitry limits the rms output leakage current. This circuit is not enabled at lower settings as the radio frequency power is not high enough to warrent any controls. The settings in use were 35 watts fulgurate and 35 watts blend 1. Testing found the leakage to be at 100 ma (maximum specification is 140 ma) at these power settings. The generator was calibrated and functioned properly and within all specifications.